Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
The patient's wife reported that the patient experienced an infection in his abdomen that required attention from the local emergency department where they completed an incision and drainage on the site and began taking IV antibiotics at the hospital.